Manufacturer narrative:
D4 - primary UDI number, h4: corrected. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump started beeping and displayed four red triangles along with an error code 41622 during patient use which is a high priority alarm and will stop the infusion. There was no patient harm.